Event description:
Pt undergoing vascular surgery. The lemaitre expandable valvulotome device was being used to strip the vein. The vein was torn by the device. The surgeon repaired the vein before it could be used for graft.